Event description:
A malfunction alarm occurred on the customer's pump while it was in use for pumping. There was no reported adverse impact to the customer's blood glucose level. The customer planned to switch to multiple daily injections as a backup insulin therapy. Technical support confirmed that the pump was still under warranty and arranged for a replacement to be shipped. They also provided instructions for returning the faulty pump, which the caller understood and acknowledged.